Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the affiliate that the device made noises with h2tuv. Opened another device to complete the case. There was no consequence to patient.